Event description:
The baxter local complaint coordinator reported a lv2 infusor, which under infused, and the pt expired. The hospital previously used deltec pumps, and of 28 preparations there were no side effects and interruptions reported. When the hospital started to use lv2 infusor they have had 13 interruptions of 33 preparations. Of the interruptions there have been 4 serious incidents. All infusors has been filled with 5-fu cytostatics. The reason for the interruptions have been infections in the mouth and the immune defense not working any more and one pt died. The hospital has now stopped using the lv2 infusor and started to use the deltec pumps again. The hospital has used baxter pumps lv2 about one year. During this period, 33 pts were treated with 5fu according to standardized protocols. These pts were given treatment with the purpose to cure. None of those 33 pts were treated previously with deltec pumps. The year before 28 pts was treated deltec pumps. Of those 28 pts one or two returned to hospital with side effects. Of those 33 pts who used lv2, 13 pts returned with side effects in the mouth and mucous membrane of the intestine with different grade of seriousness. Parenteral nutrition had to be given to four pts with more serious side effects. Those side effects are know with treatment of 5 fu, and noticed at day 7-8 of the treatment. In those cases the side effects were noticed day 3-4. The hospital decided to weigh the pumps during treatment for 3-4 pts. The pumps showed to have a variable speed. One pt received 53 grams drug the first day instead of 44 gram. After 5 days treatment, 22% of the total dose was remaining in the pump. The margin of error is too high. The decision was made to not continue to use lv2 and the hospital has gone back to using deltec pumps. After the change no pt has had the same side effects as with lv2.

Manufacturer narrative:
The baxter associate medical director had assessed the causality of the pt incident as "unlikely with regards to the pt death." The event was medically assessed as "injury did occur, required intervention to prevent permanent impairment/damage, and is reportable as a serious injury." Baxter sweden is still in the process of gathering info regarding this incident. Should the device be received for eval, a follow-up report will be filed upon completion of the eval, or if add'l info becomes available.